Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma and coagulation as intended. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)saline ingress leading to shorting of the ablate button. 2) the wand may have experienced a short. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy using the werewolf coblation wand, the cut or coagulation button remained activated without pressing it. The procedure was finished with a non-significant delay using a smith and nephew back up device. No patient complications were reported.